Event description:
Procedure type: hysterectomy. According to the reporter: pt was operated on at 8am on (B)(6) 2012. After that she was brought to a floor. While on the floor, the nurses noticed pt was bleeding. By 3:30 pm pt was brought back to the operating room and given anesthesia again for a repair. It was found that the suture failed. Pt was repaired.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.